Event description:
It was reported this right atrial (ra) lead was exhibiting muscle stimulation, which caused the patient to present to the emergency department with arm twitching. X ray analysis identified the ra lead had dislodged. In addition, presenting electrocardiogram showed electrical noise, undersensing and no pacing. The ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted dried blood in the helix housing and tissue entwined in the helix. Otherwise, the lead tip appeared normal. No lead issues that would have resulted in an increased risk of dislodgement were identified. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported this right atrial (ra) lead was exhibiting muscle stimulation, which caused the patient to present to the emergency department with arm twitching. X ray analysis identified the ra lead had dislodged. In addition, presenting electrocardiogram showed electrical noise, undersensing and no pacing. The ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.